Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump, however did have back up insulin therapy if needed.r